Manufacturer narrative:
On 5/26/2020, mentor became aware that on last supplemental report, inadvertently missed reporting that patient unilaterally replaced the right side with another mentor device with cat#:3542650, sn#:(B)(6). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent an unknown breast augmentation with mentor siltex round moderate profile 325cc saline breast implants which the right side deflated after implantation. As a result patient had the device explanted on (B)(6) 2019.

Manufacturer narrative:
On 11/27/2019, mentor became aware that the device serial number, explantation date and date of implantation inadvertently reported incorrectly. Correct serial number is (B)(4), date of explantation is (B)(6) 2016, and correct date of implantation is (B)(6) 2014. Manufacturer¿s reference number: (B)(4).